Manufacturer narrative:
Review of the system data shows that the laser did not place shots below the imaged capsule, and surfaces were detected appropriately. No further clinical follow up was required.

Event description:
On (B)(6) 2024, while on-site for clinical support, dr. (B)(6) reported that on procedure ID # (B)(6), he noticed a vitreous/tear in the bottom of the bag during cortex removal.